Manufacturer narrative:
The patient''s date of birth and age was not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial.(B)(4).section f9: approximate age of device- 6 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017. The patient presented with hemoglobin (hgb) of 6.5 and reported of dark colored stools with a small volume of maroon colored blood. The patient is currently on iron supplements. The hospital suspects a recurrent bleeding from small bowel and an arteriovenous malformation in the setting of the lvad and warfarin use. The patient¿s anticoagulant at the time of event was warfarin. The patient was transfused with 2 units of prbcs in a 24 hour period. On (B)(6) 2017, an enteroscopy and colonoscopy was performed and no signs of bleeding were found and current lab work showed their current hgb at 9.1 g/dl. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.